Event description:
It was further reported that the patient continued to have issues, but was having difficulty locating a physician to help with the device.

Manufacturer narrative:
Lead: model 3889-28, lot j0519480v, implanted: (B)(6) 2005, explanted: na. Extension: model 3095-10, serial (B)(4), implanted: (B)(6) 2005, explanted: na. Programmer: model 3031a, serial (B)(4).

Event description:
It was initially reported that the patient was unable to adjust stimulation. It was further reported that the patient fell sometime in (B)(6) 2011 and considered it might have been the beginning of the issues. The patient had not had the device checked in over a year. Normal depletion was suggested, as it was reviewed that if the battery was not depleted and the leads were compromised, the programmer would still communicate with the stimulator. The patient was redirected to their physician.